Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unreadable. In addition, it was reported that the customer experienced a low blood glucose level. The customer's continuous glucose monitor read ¿low¿, however, a specific blood glucose (bg) value was not provided. The cause of the low bg was unknown. Reportedly, the customer consumed carbohydrates to address low bg. The customer will continue to use the pump for insulin therapy.